Event description:
It was reported that the ilet screen exhibited delamination consistent with a loss of or failure to bond of the display, and a replacement device was arranged while the patient reverted to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display component consistent with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.